Event description:
While injecting contrast during a left ventricular angioplasty, the device burst under pressure. Inject pressure: 100 psi.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found similar complaints for this lot number. Device not yet returned for evaluation. Device history record was reviewed, complaint database was reviewed. Conclusions: a follow up report will be submitted when the evaluation is completed.